Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse events. The event involved product(s) mmt-1884l. The customer reported receiving a pump error. The customer was able to clear the error and fill the cannula delivery test, which was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Verified pump error 53 alarms (line number 25996 file number 24578) in the adapt tool download files. On (B)(6) 2024 06:14:31.000 listed in the download files for pump error 53. Unit successfully downloaded to thump. Unit passed displacement and self test. Per software engineer log it was determined that pump error 63 was triggered due to exception on main mcu. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. No physical damage noted during visual inspection. Pump error 53 confirmed in download history file. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.